Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 15mmx2.75 wolverine coronary cutting balloon was used for percutaneous coronary intervention. During the procedure, the balloon was initially inflated at 6 atm within 15 seconds, then the second inflation at 8atm within 15 seconds. Upon third inflation, the balloon ruptured and leaked at 12 atm within 15 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual and tactile inspection showed no damaged on the hypotube shaft, however the balloon was received in a deflated state with visible blood residue in the material. Microscopic analysis further identified a pinhole above the distal markerband and the inner lumen was stretched and bunched 4.9cm from the distal tip. No damage was observed to the fully bonded blades, tip and proximal and distal markerbands.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 15mmx2.75 wolverine coronary cutting balloon was used for percutaneous coronary intervention. During the procedure, the balloon was initially inflated at 6atm within 15 seconds, then the second inflation at 8atm within 15 seconds. Upon third inflation, the balloon ruptured and leaked at 12 atm within 15 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.